Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the issue was caused due to a faulty ccd. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. . This issue is addressed in the instructions for use (IFU): if any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the camera head and solve the problem as described in section 5.2, troubleshooting guide. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, returning the camera head for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, withdrawal when any irregularity be observed. Reference page 39 as per IFU. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Reference page 39 as per IFU. When exchanging endoscopes or camera heads, always reset the white balance. Failure to do so may result in inaccurate color reproduction. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device was will not white balance. The issue occurred prior to use. It was reported there was no patient involvement.